Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer ran control tests on the contour next link 2.4. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter and control solution were sent to him.